Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: angulated anatomy. Sheath advanced smoothly and a venagram looked great. Filter could be advanced, but no longer than past ingunial ligament. Noticed the filter hook had punctured through the sheath and got caught. Amplatz wire advanced and manipulated to free the filter. Filter and sheath were retrieved and replaced. The indication of ivc filter placement was not clearly discussed in the complaint report. The femoral introducer with loaded tulip filter was returned with the introducer sheath. The femoral introducer was severely curved 250mm from the distal end and 145mm from the handle, respectively. On the filter the secondary filter legs were damaged/kinked, likely because they were pressed upwards when the pre-expanded filter was retrieved through the hub of the sheath. The filter hook was intact and no nonconformances were noted. On the introducer sheath a kink and a penetration was noted 163mm from the distal tip and other kinks were noted 253 and 512mm from same. No nonconformances were noted at the distal tip. The exact reason for the filter hook to penetrate the sheath wall cannot be determined. Under normal conditions the sheath is strong enough to accomplish the procedure, but it may kink if advanced through an angulated anatomy like reported and the filter legs may be prone to exceed the sheath wall if advanced through a kinked sheath. Cook was unable to conduct a review of the DHR, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Occupation: lab manager. PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: physician was placing an ivc filter. Patient had some angulated anatomy, vein took a pretty deep dive. After getting access the physician started with a j wire, had some trouble getting it up and then used a glide wire to get up into the ivc. Physician advanced the sheath up and seemed to go up smoothly. Shot a venogram looked great. Put up filter, advanced just past inguinal ligament and wouldn't advance. Noticed the sheath had torn and hook of filter had punctured through the side and got caught. They placed an amplatz wire as a buddy wire to try and straighten out anatomy next to the sheath. Were able to manipulate wire and rotate to get the filter unstuck and removed the filter from the patient. They then were able to remove the sheath. They opened a new tulip filter and delivery system. Advanced the sheath next to the amplatz wire which was there to help straighten anatomy and were able to place a new filter without any problems. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.